Event description:
It was reported that "buttons are worn causing occasional delays when operating". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.